Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#3006705815-2018-01586 it was reported the patient suffered a fall (B)(6) 2018. Subsequently, an MRI was scheduled; however, the scs ipg was unable to set into MRI mode due to high impedances on lead contacts. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2018-01586. Follow-up revealed surgical intervention was undertaken where the leads were explanted.

Event description:
Device 1 of 2: reference MFR report#3006705815-2018-01586. Please note related reference MFR. Report#3006705815-2018-01489 lead migration.